Event description:
Reportedly, an employee was stuck with a contaminated needle. A needle came out when the employee manually reset the top of the container. The hospital alleges the rotating top did not return to the original position.